Manufacturer narrative:
Recall. The cause of the blown fuses has been found to be due to the motor. A safety alert has been sent to all customers and all units are being reworked in the field.

Event description:
The customer rpt'd that the compressor continues to use f1 fuses.